Event description:
The pt's husband and the pt called for assistance in changing the pt's basal rates on her insulin infusion device as her dr told her to increase her basal rates by 0.2 units of insulin per hr for each hr of the day. The pt said she had an elevated blood glucose reading of 550 mg/dl with her normal range being 80-140 mg/dl. She stated she corrected her reading by bolusing 6 units of insulin. A company representative assisted the pt in changing her basal rates. On follow up, the pt stated her blood glucose readings have returned to her normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.